Manufacturer narrative:
Synthes is not the legal manufacturer of the device.

Event description:
It was reported that on (B)(6) 2013 a double air hose schrader was found with the inner hose separated from the outer house. This was discovered during testing. Device was not used in surgical procedure. There was no patient involvement. This is 1 of 1 reports for complaint (B)(4).

Event description:
It is reported that on (B)(6) 2013 a double air hose schrader was found with the inner hose separated from the outer house. This was discovered during testing. Device was not used in surgical procedure. There was no patient involvement. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A DHR review showed there are no known ncrs asscoicated with this item number/batch number. After further review, it was found that this part is in fact a synthes part.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #2520274-2013-01315.